Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller said patient's ins has not been working right for maybe a couple of months and they think it needs the battery changed. Caller said the implant was done in (B)(6) but patient is now in (B)(6) and does not have a doctor. The patient was redirected to their healthcare provider to further address the issue. There were no patient complications reported as a result of this event. Additional information was received from the patient. They clarified that by "the device was not working," they meant that there was a device malfunction. It was unknown if this was caused by normal battery depletion. They noted that they would be seeing the doctor on (B)(6) 2021, and the issue was not yet resolved.